Event description:
Four endeavour stents were implanted approximately 8 weeks ago for treatment of 4 lesions. The patient suffered a myocardial infarction on same day of the procedure (acute non-stemi). The first two lesions treated were located in the lad (proximal and mid). One endeavor stent was implanted to the proximal lad (3.0 x 12mm stent) (see MFR # 2953200-2008-0366) and one endeavor stent was implanted to the mid lad (2.75 x 24mm stent) (see MFR # 2953200-2008-0367) - abutting stents. Two endeavor stents were also implanted to the 1st obtuse marginal (2.75 x 24mm & 3.0 x 18mm stents) (see MFR # 2953200-2008-0369) - abutting stents. It was also planned to treat a further lesion (located in plsa) within 6 weeks from the initial implant (staged procedure). The patient suffered a myocardial infarction on the same day of implant (acute non-stemi). The patient was taking asa and clopidogrel/ticlopidine 24 hours prior to the event. It is unknown whether the target lesions were involved in the mi. The location of the infarct was both posterior and lateral. The investigator assessed the event as a non-q-wave mi. The investigator reported that the patient was asymptomatic post procedure. Nst mi, no angina, inferolateral st depression, tropo +. Please note that this devic is not distributed in the united states.

Manufacturer narrative:
Evaluation results: myocardial infarction; lack of information. Conclusion: required medical intervention.